Event description:
Spontaneous report. Patient wife reports 2 lines of needle set were leaking and had to be clamped off to finish the infusion. She states the amount of product was seemed small in her opinion. Rph advised needle set could be changed but they preferred to continue with the remaining two lines. No other information provided. No interruption to therapy or missed dose. No adverse event reported, unknown if defective product available for return. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver. Reference report: mw5156282.